Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath or cracked sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the 3.5 x 20 mm nc trek was removed from the packaging, an attempt was made to remove the protective sheath, but the sheath could not be removed, as it was stuck. A crack was then noted in the protective sheath. There was no patient involvement and no clinically significant delay in the procedure. A non-abbott balloon catheter was used to continue the procedure. No additional information was provided.